Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent revision of a lps flex poly due to a spine fracture. The patient did not retain any fractured pieces.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - unknown nexgen femoral, unknown nexgen tibial tray. Prolong lps flx nxgn art surf was returned with the complaint for review. Visual inspection confirmed that the device have some scratches on the edges and on the surface. The device exhibits discoloration and damage to both the proximal and distal surfaces as well as the spine was fractured through; both pieces returned. Radiograph review from hcp relayed, "left total knee arthroplasty is present. No evidence of component failure or loosening on these radiographs. Abnormality of radiolucent polyethylene liner component is not confirmed or excluded on these radiographs." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The most likely root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Further information received indicates the patient had lost some weight post-bariatric surgery, and it was believed that the loosening up of the patient's soft tissues caused the laxity which led to fracture of the spine. Review of this complaint with development identified that excessive joint laxity can lead to anterior spine impingement, as stated in risk documentation. Results from the anterior spine impingement test confirm that the spine can fracture from anterior loading. The root cause is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.